Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Additional information received on (B)(4) 2014 changed this complaint to reportable. The cam01 "only shows the start picture and it will not come farther or shoe the curve". Information from the (distributor) reporter was described as follows: the device ws not in contact with the patient. The event occurred prior to the start of the procedure and did not lead to an increase in the surgery time. The following questions were requested form the distributor, did the patient incur and injury, what was the patient's age, gender, however there was no response.